Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) 82 and the reported infection and renal dysfunction could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The hmii IFU lists infection and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on controlling infection. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19aug2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a fever at home of 101 fahrenheit. The patient's blood cultures grew listeria monocytogenes on (B)(6) 2020. There was no growth after 72 hours. The patient endorsed two episodes of urinary incontinence. The urine culture was negative. White blood cell was elevated upon admission, but normalized on (B)(6) 2020 and remained normal. The patient was initially treated with vancomycin and ampicillin from (B)(6) 2020 to (B)(6) 2020 then was switched to ampicillin and gentamycin from (B)(6) 2020 to (B)(6) 2020 after listeria was identified. The patient would likely not tolerate oral bactrim due to chronic kidney disease (ckd) so peripherally inserted central catheter (PICC) was placed on (B)(6) 2020 to continue IV (intravenous) ampicillin and gentamycin at home. The event was resolved without sequelae on (B)(6) 2020.